Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On inspection the 1.6 k-wire won¿t go through the nose of the jig with the hole being deformed. No patient was involved with this complaint. The instrument cannot be returned. This complaint involves one(1) device philos aim-device w/nose. This is report 1 of 1 for complaint (B)(4).